Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced. This MDR was provided on (B)(6) 2016 within the FDA reporting time frame. The FDA made notification that the esg gateway was available to send electronic medical device reports, however after this record was provided electronically, the FDA provided notification that any MDR sent on 4/18/2016 was not received and should be resubmitted.

Event description:
It was reported that a spectrum pump displayed system error 105 during set up in the medical surgery care area. It was also reported there was no patient injury.